Manufacturer narrative:
Evaluation codes, results: failure to follow instructions-force used, most likely further contributed to the stent damage. Inherent risk of procedure-failure to deliver stent and stent deformation; patient's condition affected effectiveness of device-heavily calcified lesion; deformation problem - stent damage. Conclusion: inherent risk of procedure -failure to deliver stent and stent deformation; device failure/lack of effectiveness related to patient condition-heavily calcified lesion; user error contributed to event-force used, most likely further contributed to the stent damage. (B)(4).

Event description:
During an attempt to treat a lesion in left main /lad which was reported to be heavily calcified, two resolute integrity drug eluting stents became deformed during attempts to cross the lesion. The lesion had been pre-dilated and the resolutes were inspected prior to use with no issues noted. Damage was noted to stent struts when device was removed and inspected. Information provided confirms that excessive force was used during attempted delivery. Information provided states that it appears that the stents got caught on the calcification causing stent struts to become damaged. Another brand stent was implanted. Patient was stable post procedure. Evaluation summary: the stent had moved slightly distally and was partially covering the distal marker band. The 1st and 2nd distal segments were raised and deformed. The distal tip was damaged.